Manufacturer narrative:
Evaluation of the returned alarm did not confirm the reported issue; all pins inside the receptacle are present and work as intended. However, while weight is removed from the sensor pad and the nurse call cable is wiggled, the nurse call light toggles on and off. The nurse call cable has a tight fit inside the nurse call receptacle. The alarm sounds when it should and passes all other functional tests. No physical damages were observed to the unit. (B)(4).

Event description:
Customer reported the sensor port has a few missing pins. This was discovered during set up. Customer could not provide the date of event. No pt incident or injury was reported.